Event description:
Related manufacturer reference number: 2017865-2021-34097. Related manufacturer reference number: 2017865-2021-34098. It was reported that the patient presented with infection. The infection was located at the surface of the incision site where the pacemaker system, including the device, right atrial (ra) lead, and right ventricular (rv) lead, was implanted. The physician elected to clean the surface of the wound area to resolve the infection. The patient was in stable condition.